Event description:
The patient reported that the pump keypad buttons were not responding when pressed and appeared to be sticking. The patient confirmed that the keypad was intact. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and ok keypad buttons were noted to be appropriately responsive. The contrast and down arrow keypad buttons were found to have intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast and down arrow buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.